Event description:
Device recall notification. I have ensured that the recall notification was distributed to users throughout the facility. I have ensured that the following serial numbers have been updated to (B)(4) via (B)(6).